Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg due to its placement. The patient underwent a pocket revision procedure and the ipg was replaced. The patient was doing well postoperatively.